Event description:
Dealer states consumer ran into something and broke the right side upper support on the footrest. No injury reported. Dealer hung up before transferred to quality team. No additional information available